Event description:
It was reported by service report that the bed lift was not working properly and the foot right side rail had been removed from the bed by the customer. Customer did not want the side rail reattached to the bed, claiming it caused the patient to feel entrapped. Customer reported that there was patient involvement. However no adverse consequences are reported.

Manufacturer narrative:
Results- lift out of calibration, siderail missing.